Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ranger drug coated balloon. Functional testing consisted of inserting a .018 thruway test guidewire through the catheter guidewire lumen. The guidewire would not transcended through the device due to a hole in the guidewire lumen inside of the balloon. An attempt was made to inflate the balloon but would not due to the hole in the guidewire lumen. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-02132. This product is only ous approved but is similar to an approved us device. It was reported that a balloon perforation occurred outside the patient. A 6.0mm x 100mm 80cm ranger balloon catheter was selected for use. The device was removed from the package and an introducer was used to push off the balloon protector. The balloon was flushed through the guidewire port and attempted to backload onto a 300cm v-18 control wire. The wire was wet using wet gauze. A bit of pressure was used by the physician to backload onto the wire as there seemed to be an issue with the wire going through the guidewire lumen. The wire then perforated the balloon catheter, going in the tip and coming out the side of the catheter just after the balloon and introducer. This was outside the patient. The procedure was completed with another of the same device. There were no patient complications and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-02132. This product is only ous approved but is similar to an approved us device. It was reported that a balloon perforation occurred outside the patient. A 6.0mm x 100mm 80cm ranger balloon catheter was selected for use. The device was removed from the package and an introducer was used to push off the balloon protector. The balloon was flushed through the guidewire port and attempted to backload onto a 300cm v-18 control wire. The wire was wet using wet gauze. A bit of pressure was used by the physician to backload onto the wire as there seemed to be an issue with the wire going through the guidewire lumen. The wire then perforated the balloon catheter, going in the tip and coming out the side of the catheter just after the balloon and introducer. This was outside the patient. The procedure was completed with another of the same device. There were no patient complications and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR corrected. Returned product consisted of a ranger drug coated balloon. Functional testing consisted of inserting a .018 thruway test guidewire through the catheter guidewire lumen. The guidewire would not transcended through the device due to a hole in the guidewire lumen inside of the balloon. An attempt was made to inflate the balloon, but would not due to the hole in the guidewire lumen. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-02132. This product is only ous approved but is similar to an approved us device. It was reported that a balloon perforation occurred outside the patient. A 6.0mm x 100mm 80cm ranger balloon catheter was selected for use. The device was removed from the package and an introducer was used to push off the balloon protector. The balloon was flushed through the guidewire port and attempted to backload onto a 300cm v-18 control wire. The wire was wet using wet gauze. A bit of pressure was used by the physician to backload onto the wire as there seemed to be an issue with the wire going through the guidewire lumen. The wire then perforated the balloon catheter, going in the tip and coming out the side of the catheter just after the balloon and introducer. This was outside the patient. The procedure was completed with another of the same device. There were no patient complications and the patient status is good.